Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had unexplained high blood glucose of 420 mg/dl. Customer's wife stated that they need to go to the hospital due to the blood glucose is not going down and they have forgotten how to do a manual injection. The customer mention that the infusion set cannula was bent. Nothing further was reported.